Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported experiencing pain at the ipg site. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 during which the ipg was explanted and replaced. The physician determined the cause of discomfort was the presence of scar tissue at the ipg site. The scar tissue was removed and the new ipg was placed in the same pocket. The issue has resolved post-operatively.